Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer changed the infusion set to address the elevated blood glucose and was instructed by tandem technical support to take several steps involving disconnection and bolus delivery. No third-party assistance was required, and the bolus was completed successfully. However, due to occlusions continuing, the customer reverted to manual dose injection.